Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was diagnosed with the peritonitis, the patient was hospitalized for the event, and the patient began treatment for the peritonitis with injection (inj.) Ceftazidime, 2 grams, once daily, intraperitoneally (ip); inj. Vancomycin, 1 gram, once daily, ip; and inj. Amikacin, 250 mg., once in 4 days, ip. At the time of this report, ceftazidime, vancomycin and amikacin therapies were ongoing. One day after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Three days after the onset, the patient recovered from peritonitis. Five days after the start of antibiotic treatment, the antibiotic therapies were discontinued. At the time of this report, the pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.